Manufacturer narrative:
The reported glidescope bflex 2 large 5.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When using the bflex with verathon's test equipment, the tsr tried detaching and reattaching the bflex, wiggling the connection, and manipulating the flexible tube. However, no image loss or other imaging issues were observed. The bflex passed verathon's device functionality testing and was confirmed to be operating according to specification. Neither the monitor nor the cable used with the bflex were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the bronchoscope was scrapped due to being single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a bflex 2 large 5.8 single-use bronchoscope, the image on the connected glidescope core 15-inch fhd monitor disappeared in the middle of intubation. The bronchoscope was replaced with a brief delay and the procedure proceeded without incident. No harm to the patient was reported.